Event description:
Pt had been discontinued from prisma dialysis. The machine was removed from the pt and unloading of the tubing and filter was occurring. The blue and red ports were clamped as well as the "heparin" syringe. While the system was unloading, the bottom part of of the system exploded showering blood for a 3 feet radius. MFR's directions for unloading were followed.